Manufacturer narrative:
Medical device continued: product ID 6947-65 lead implanted: (B)(6) 2002.

Event description:
It was reported that a remote transmission showed atrial lead undersensing on stored electrograms during atrial arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.